Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. In trouble-shooting, it was reported that the surgeon continued without navigation as they were able to resolve the issue by moving back and forth in the software. Issue resolved at time of call. Return requested for passive biopsy needle. Medtronic investigation of returned passive biopsy needle confirmed the needle to be in good condition with no apparent physical damage. When tested with a standard set-up and exam with trajectory locked, the probe tracked without issue. No problem found. Device found to be fully functional. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system would not track their biopsy needle. Trajectory was locked in place, however, the system would not detect the biopsy needle. The site opened a second needle, and the issue persisted. They then backed into the planning screen, and then went forward to the navigate screen and reported the issue was resolved. The surgeon opted to continue the procedure without navigating the needle as they had their depth and trajectory already locked. The surgeon completed the procedure without the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
As previously reported on the initial MDR, the part was returned and evaluated. Updated evaluation codes provided. A medtronic representative reported that the site is not under contract and is declining service at this time. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.